Manufacturer narrative:
Upon visual inspection, the screw threads and the internal hex were damaged compromising its functionality. The complaint was confirmed as the screw threads were damaged causing loosening. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that due to screw loosening the restorative abutment fell out. The patient did not see the dentist immediately after the occurrence, causing tissue overgrowth which required a surgery to uncover the implant platform.